Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The xience sierra everolimus eluting coronary stent system (eecss), instructions for use (IFU) states: each stent is for single use only. Do not resterilize or reuse this device. Note the ¿use by¿ (expiration) date on the product label prior to use. The investigation determined the reported difficulties appear to be related to user error as the device was used past the expiration date. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an expired 4.0 x 38 mm xience sierra stent was deployed in the patient. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.